Event description:
High impedance was observed on the patient's device during a periodic review of the programming history database. It was noted in (B)(6) 2015 that system diagnostics were performed which showed high impedance. After the high impedance was observed, the vns was programmed off. No additional relevant information has been received to date.